Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer tried to recover but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer performed diagnostics on all drawers in hardware test application, rebooted station and confirmed that there were no issues on the device. The system functioned as intended after the field service engineer verified the device.